Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error (book image) and failed battery test. The customer¿s blood glucose level was 11.0 mmol/ l at the time of the incident. It was reported that customer had an error on pump and it stopped working. It was reported that he was sitting down, by the pool but took the pump off and it wasn't in the water .the customer reports they received a critical pump error image on the pump screen. The customer took battery out as it was screaming at him with the pump error. The pump got battery failed but cleared it. It was not able to troubleshoot. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.